Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited lifted pins in the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include cause traced to component failure which expected or random component failure without any design or manufacturing issue due to degradation problem identified which is problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.